Event description:
It was reported that pump malfunction occurred without any notable events beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer addressed high blood glucose by giving correction injection using multiple daily injections, did not require help from third-party medical services. Multiple attempts were made by tandem¿s technical support to assist with pump reset however, no response was received.